Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the full lead was returned with a stylet in the lead. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was not able to extend the helix of the lead after several repositionings. A possible fracture was also suspected. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.